Event description:
The following was reported to davol: (B)(6) 2013 - patient was implanted with a bard ventralex st for repair of an umbilical hernia. On (B)(6) 2013 - patient presented with post operative pain. A procedure was performed and the mesh was explanted. It was alleged that the bowels were stuck to the mesh and an intestinal resection was performed.

Manufacturer narrative:
Currently, is unknown whether the device may have caused or contributed to the reported event. The information provided alleges that two weeks post implant, the patient presented with post operative pain and underwent mesh explant. The information provided was limited and did not include any specific details in regards to the patient or the implant/explant procedures. It was alleged that the mesh was found to be adhered to the bowel, adhesions is a known possible adverse event listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, the explanted device was not returned to davol for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.